Manufacturer narrative:
Pt weight: unknown. Date of event: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in india as follows: it was reported that the plate was broken at a screw hole. All screws were intact. This was discovered post-operatively. The device was initially implanted on (B)(6) 2014 and was explanted on (B)(6) 2015. The patient¿s condition is reported as stable. This provided x-rays were reviewed by the manufacturer and the plate breakage could be confirmed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed ¿ macroscopically a fatigue crack is visible on the seventh proximal plate hole, respectively on the second distal plate hole. Corrosion marks were observed in several plate holes. The corrosion results from the micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the distal fractures of the plate using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. A documented fatigue crack close to the initial fracture zone of one part indicates multiple crack initiation. After breaking the two plate fragment rubbed against each other causing destruction of the fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observation and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the screw was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during daily activities) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. The implant could not resist the applied force which finally led to the material overload / fatigue failure. According to the technique guide of the va-lcp distal radius plate 2.4, the holes in the plate head only accommodate locking screws. In order to achieve a fixed angle construct and to support the articular surface, only locking screw should be placed in those plate holes. The received implants and the x-rays lead to the conclusion, that a mixture of locking screws and cortex screws have been placed in the plate head. This may have led to the failure of two screws. No evidence of material defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.